Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access site to support the 7 year old patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The pediatric patient's history was inclusive of the single ventricle congenital heart defect. The pump was supporting when on day 17 there was elevated labs indicative of hemolysis. The plasma free hemoglobin was 400mg/dl and the ldh was 100u/l with red tinged urine. The pump was noted to be deep in the left ventricle and it is not known if the pump was repositioned. On the following day (day 18) the pump was explanted and patient support was changed to extracorporeal membrane oxygenation (ECMO). The hemolysis had the contributing factor of single ventricle and the pump was used beyond indication. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position as noted here it was deep.

Manufacturer narrative:
The device was thrown out. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis issue could not be determined without returned product investigation and sufficient clinical details, including data logs. The cause of the positioning issue was most likely use-related, since the device was repositioned following patient movement prior to the positioning issue.